Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient referred for lead explant and wound wash out as the lead area appeared infected. Design history records were reviewed for the lead and generator. Both products passed all specifications prior to distribution and were hp sterilized. Patient underwent surgery. It was noted that the patient had picked at the lead site resulting in the infection. The surgeon opened the patient and after examination decided to not explant the lead. Instead the surgeon washed out the wound and re-closed the patient. No other relevant information has been received to date.